Event description:
Adverse event(s): "tractional retinal detachment" (detached retina). Product problem(s): "cutter issue" (failure to cut). The nurse reported during a vitrectomy, a cutter issued occurred. Three sets of consumables were used to troubleshoot the issue. The surgeon noted a tractional retinal detachment occurred. The surgeon repaired the retinal detachment with the endolaser. Additional information received from the nurse stated, the event occurred at the beginning of the vitrectomy. There were no system messages nor was the event triggered by any action. The following case was cancelled. The nurse stated, the pt is stable with the outcome resolved.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The pneumatic connector assembly and the psi regulator were replaced and sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).